Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the siderails, the foot control panel, and the test port cable from the logic board and the hvb. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed would run on its own (foot hi-low will run down when the bed is plugged in). The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).